Event description:
My eye turns red upon use. I was not aware of the recall of amo complete! Dose or amount: contact lens cleaner. Frequency: daily. Route: other. Dates of use: approx four months in 2007. Diagnosis: contact lens cleaner. Event abated after use stopped: no. Event reappeared after reintroduction? Yes.